Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed upon visual inspection. Manufacturing files were reviewed and no issues were found. The device was found to be over 8 years old. Additionally, it was reported that the instrument had been used 2-3 times per month over the last two years a conclusion: the probable root cause of the tip fracture is the age of the instrument (found to be over 8 years old).

Event description:
It was reported that the tip of a quick turn screw driver broke inside of screw head during screw insertion. A surgical delay of 30 minute was reported. Broken fragments were retrieved and surgery was completed successfully. No other adverse consequence to the patient was reported.

Event description:
It was reported that the tip of a quick turn screw driver broke inside of screw head during screw insertion. A surgical delay of 30 minute was reported. Broken fragments were retrieved and surgery was completed successfully. No other adverse consequence to the patient was reported.